Event description:
It was reported to philips that the system's disk had insufficient storage, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. According to the additional information received, it has been determined that the reported issue was created in error, leading philips to conclude that the complaint is not subject to reporting. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.